Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.75x28mm xience prime. The 2.75x28mm xience prime stent mentioned is being filed under a separate manufacturer report number. There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent graft system. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the left anterior descending (lad) artery. After deployment of the 2.75x28mm xience prime stent implant, a vessel dissection was noted, which was treated with deployment of a 2.80x19mm graftmaster stent implant. The patient reportedly expired on the table. The cause of death was not reported. There was no additional information provided.